Event description:
It was reported that the patient experienced a kidney infection following implantation of trialing leads. During the trial, the patient had good symptom relief, but began feeling sick. A day after the removal of the trial leads on (B)(6) 2012, the patient went to her doctor and received antibiotics for a kidney infection. On (B)(6), the patient went to the emergency room and her fever subsided 2 days later. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).